Event description:
A home pt contacted baxter's technical service center for assistance with a low drain volume alarm. The home pt's nurse stated that the home pt presented to the clinic in 2006 with abdominal pain and cloudy effluent. A gram stain was performed on the same day and resulted in rare gram negative rods. White blood cell count on the same day was 3300 and red blood cell count was 13. A differential was performed and revealed on the same day: eosinophils at 0%; monocytes at 2%; tissues at 6% and segmented cells at 92%. An effluent culture was taken and resulted in pseudomonas. The pt was treated from the same day to three weeks later with cephradine 1g intraperitoneal (ip) once daily and ciprofloxacin 500mg oral once daily. No exit site or tunnel infection was noted at the time of diagnosis. The nurse stated that the pt re-used a minicap disconnect cap due to not having an adequate supply until his next shipment. Proper procedures were reviewed with the home pt. The pt does not routinely re-use supplies, per the rn. There have not been any recent peritonitis episodes for this pt. The pt was considered to have recovered based on the absence of symptoms. The nurse stated that the suspected root cause of this peritonitis episode was the reuse of the minicap. Add'l medical history reveals the pt has no known allergies. The home pt suffers from hypertension. The home pt's nurse stated that the cause of the pt's end stage renal disease is diabetes (type unk) and nephropathy. The pt's concomitant medical products are as follows: neurotine 300mg, po once daily; tricore 45mg, po once daily; paxil 40 mg, po once daily; lasix 80mg, po once daily; actos 45mg, po once daily; zocor 40mg, po once daily; tums with calcium 500mg, po three times daily; norvasc 10mg, po once daily; lisinopril 7.5mg, po once daily and insulin 60 units ip once daily and as necessary throughout the day.